Event description:
Discordant, low advia centaur xp results for total human chorionic gonadotropin (thcg) were obtained on six patients. The results were reported to the physician(s). The same patient samples were repeated on the same advia centaur xp and higher thcg results were obtained. There are no known reports of adverse health consequences or patient intervention due to the discordant, low thcg results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to evaluate the instrument and data. The fse determined that the ancillary probe dispense was malfunctioning, affecting the auto dilutions, thereby causing the discordant low thcg results. The fse replaced the ancillary probe, ran qc and qc was acceptable. The system is running within specification. No further evaluation of the device is necessary.